Event description:
The following dialysis fluids look extremely similar and have poor use of color on the label to differentiate products. The labels should use a less distracting color and differentiate concentrations of electrolytes. (B)(6).